Event description:
Per provider the valve is stuck. Per independent repair center statement the unit is arming or red light. The rexroth valve is stuck. The zip ties tubing leaks and the wam clamp tubing leaks.